Event description:
Information was received indicating that during use of this smiths medical cadd duodopa pump, the nurse noticed that the mar order stated cd should be at 12.5 and the pump reads 12.0. Reported that the number for the prescribing neurologist was provided to review and the correct dose as the admitting neurology team already signed off on the patient case. No reported adverse effects.